Event description:
It is reported that the pt had a zimmer plate and screws removed due to pain and rashes all over his body.

Manufacturer narrative:
Eval summary: the products were not returned for inspection. The provided lot numbers for the stainless steel parts did not match any work orders in the zimmer system. Without a review of the parts, it is impossible to determine if the parts corroded. It is possible that the pt developed a metal allergy after surgery. Nickel, cobalt, and chromium are the most common metal allergies related to the use of orthopedic implants. The 316l sst contains (B)(4). Without a positive allergy test for (B)(4), there is not enough info to confirm if the pt had an allergic reaction to the implant. Cause cannot be definitively determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.